Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that top case front lower left corner was chipped and there was a crack by the right corner. Right plunger case was also cracked. During occlusion testing and the motor drive test, the motor rate error was duplicated. The root cause of the issue was found to be normal wear. There were multiple worn out motor drive components. Replaced motor and motor drive train components also performed functional testing. UDI is unknown. No product information has been provided to date.